Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. In - fast ultra in - fast ultra swival scew with 38cm polypropylene suture was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).